Manufacturer narrative:
Review of controller log files from (B)(4) 2013 indicated a rise in power consumption outside normal operating range. Alarm files confirm multiple high watts alarms from (B)(4) 2013. The hvad is used for treatment not diagnosis. The hvad pump ((B)(4)) was returned to manufacturer for analysis. Review of the manufacturing documentation confirmed that the pump met all requirements for release. The event was confirmed via the log files, which revealed high watt alarms and most likely relates to the thrombus identified in pathological analysis. Post explant functional and dimensional analysis did not reveal any conditions that would have contributed to the reported event. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported that the patient was experiencing high watt alarms with associated high estimated flows overnight. The patient was treated with a heparin bolus followed by a continuous intravenous infusion. The next day, the patient underwent an echocardiogram and computerized tomography scan. The results of these tests were not provided. The lvad's power consumption continued to rise over the day and the patient was treated with tpa bolus followed by a continuous intravenous infusion. Power consumption is reported to have decreased within thirty minutes of starting this treatment. However, the estimated flows are reported to have remained elevated with an eventual increase in power consumption. Four days after the initial high watt alarms, the physician opted to exchange the pump. Post-operatively, the patient was initial hemodynamically stable but then began to demonstrate a decrease in urine output and mean arterial pressure (map) along with lethargy. Details regarding the subsequent diagnostic testing, treatment provided or the patient's current status have not been provided. The patient's physician has indicated that these events are not related to the manufacturer device.&#2068;he site has indicated that it will be returning the product to the manufacturer for evaluation. No additional information available.